Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified brachial vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: the mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal from the proximal markerband. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified brachial vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.